Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
Examination revealed that balloon lumen leakage was observed through slit, 0.05" inches in length, at the 12.6 centimeter area (distal of thermal filament). There was no visible damage observed to the balloon latex.